Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A lot history review was not performed, as no batch number was provided for investigation. A supplemental report will be submitted if add'l info is obtained. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the cone tip of the vasoview hemopro dissection tip broke off. The piece was retrieved from the original incision. No replacement was used. The product was discarded.